Event description:
A pt was originally skin tested 14 jan 1998 with negative results. The pt was first treated 18 feb 1998 with bovine collagen in the upper and lower vermilion borders, and has a history of multiple treatments with bovine collagen since then. The pt was last treated 2000 with 1.5 cc of collagen in upper and lower vermillion borders. On 11 may 2000, pt was examined and found to have swelling, induration (right) and lumpiness (left) local to the treatment sites. Pt reported onset of symptoms approxmately 08 may 2000. The pt was diagnosed with hypersensitivity to bovine collagen and prescribed a medrol dosepak.